Event description:
The following information was reported to arjohuntleigh by the facility's employee: on (B)(6) 2013, the bed moved into reverse trendelenburg position without anyone pressing the reverse trendelenburg button. The bed was able to be lowered back into the supine position, but as soon as the supine button was released, the bed would automatically start to go back into the reverse trendelenburg position. The employee added that he felt a shocking sensation when he pressed the supine button a second time. The bed was subsequently unplugged and the patient moved to an alternative bed. There was no serious injury to the patient or employee. Based on the initial information that was received, it was determined that this event is reportable due to the potential for death or serious injury if this event were to recur.

Manufacturer narrative:
Tis report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts inc.. As of november 2012, complaints related to this product are to be handled by arjohuntleigh inc. Additional information will be provided upon conclusion of the manufacturers investigation.